Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the drive support cap was damaged. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed displacement test, idle current measurement test, run current measurement test, self test and off no power test. Unable to prime during prime test due to loose/protruded drive support disk. All buttons function properly. No blank display and no damage on keypad assembly noted during testing.